Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that at 2130 it is noted that the telemetry only shows visual alarms, no audible alarm sound is heard, although the sound volume is at 100 percent. It is unclear how long this has been the case. Earlier in the day, the control center for the telemeters was changed. There is no report of any adverse event or patient harm.

Manufacturer narrative:
A complaint was received where the customer stated that the telemetry only showed visual alarms, no audible alarm sound was heard. No adverse patient impact was reported. An ics system with a valid serial number was provided in the record, but the telemetry bedside monitor in use at the time (m540 or m300) was unknown. Attempts to obtain this information along with the exact device where the alarms were not heard, if any messages were displayed at the ics or bedside monitor and what was occurring with the patient at the time of the event, were unsuccessful. The description of event also stated that earlier in the day the control center for the telemeters was changed however, clarification on this was not provided. According to the 05aug24 email response, the issue was resolved immediately after a speaker had a hardware failure and stopped working. It was also stated that it was installed incorrectly relying on a kvm box to connect the audio which is not according to drager recommendations. Attempts were made to determine exactly what hardware failed, what the resolution to the issue was, and if the bedside monitor alarmed as intended; however, this information was not made available. Without further information a root cause of the hardware failure was unable be determined.

Event description:
The customer reported that at 2130 it is noted that the telemetry only shows visual alarms, no audible alarm sound is heard, although the sound volume is at 100 percent. It is unclear how long this has been the case. Earlier in the day, the control center for the telemeters was changed. There is no report of any adverse event or patient harm.